Event description:
It was reported to philips that the fluoroscopy could not be performed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer and delayed in 20 minutes and completed as planned by switched to veracious device and continue the treatment. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to perform fluoroscopy. Review of the system log file showed that the communication between host pc and ippc (image processing pc) was interrupted after 3d shooting and x-ray couldn¿t be emitted. To resolve this issue, fse replaced ippc. The defective ippc was returned to philips for analysis and found that there was failure in the psu (power supply unit) which had no power. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.